Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon removed an area of an infected piece of mesh. It came through the skin of the patient. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. No sample was provided for investigation. The visual examination of the provided picture reveals a small piece of bloody biologic mesh that seems to have been taken from a corner of a piece of mesh. The other edges of the piece seem torn and appear to be dark green. Without the sample a detailed investigation could not be performed. The reported infection is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product instructions for use (IFU) which accompanies each device states that proper surgical procedures and techniques must be followed. As with any surgery, infections and other complications not related to the implant may result. It is important that the highest level of aseptic care be used when handling and preparing enduragen collagen implant. If infection is diagnosed, frequent monitoring of the surgical site and appropriate use of antibiotics is advised. The report has been added to our product complaints database which is monitored for similar occurrences. If additional information is obtained, or the sample is returned, we will re-open this investigation.